Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "a new issue that has been discovered. If you turn the pump on, the pump mechanism starts pumping at high speed, this is even with the main startup screen on the pump. The pump will do this until you turn the pump off. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no". Additional information was received on (B)(6) 2016: " kindly acknowledge no patient was involved and no human harm caused. No patient was involved, issue was found during inspection for another issue. Was the issue noticed during patient use. Was not found during patient use. Please clarify. &#62022; you turn the pump on, the pump mechanism starts pumping at high speed. Do you mean that the pump performs unrequested prime? When the pump is on a charger, whether it is plugged directly in or an a powered cradle and with no administrative set attached. When you turn the pump on, immediately the pump mechanism starts pumping. To stop the pump mechanism, you have to both unplug and shut down the pump. If you have an administrative set in the pump, it acts the same way, only it does not start pumping until you power off the device. But still does not shut off until you unplug the pump. Does the event occur every time the pump is turned on or sporadically? Every time while the pump is plugged in or on a plugged in mini-cradle, did you experience any alarms at the beginning / during / at the end of the last treatment? If so, please detail the alarms and their occurrences. According to (B)(6), the pump has had several n509 inconsistent flow and n100 unrecognized cassette codes. Also, when you start an infusion, it alarms for misplaced cassette. I have verified that the cassette was placed correctly and is the same administrative set we use in all other sapphire plus pumps. If possible, please provide a video demonstrating the issue. I have attached videos of both with and without a administrative line set what were the treatment settings? No treatment was set up."